Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine follow-up of an asymptomatic patient, a loss of capture on the left ventricular lead was observed during testing. Fluoroscopic imaging revealed the lead had dislodged. The lead was capped and replaced. No patient symptoms were reported.